Event description:
It was reported that a trained user decided to discontinue the ilet and return to multiple daily injections after reporting recurrent low blood glucose and expressing distrust in the device; the user reported at least two hypoglycemic episodes and requested a return, and field support discussed return eligibility and process. Symptoms included hypoglycemia. Outcomes included device discontinuation and initiation of multiple daily injections. Investigation included internal case review and coordination with field and returns teams. Investigation of this case revealed no device malfunction reported, and no device component issues were identified; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.